Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurse stated that when filling out an online survey, a patient¿s caregiver indicated they strongly disagreed with the following statements: ¿when thinking of the three months prior, the person you care for feels dry when using the purewick system for women in a seated position¿ and ¿when thinking of the three months prior, the purewick system for women adequately captured the urine of the person I care for when they used it in a seated position¿ because the catheter did no remain in place and leaked. The patient¿s caregiver indicated the person they care for experienced skin irritation/inflammation (no broken skin) and a urinary tract infection (uti) after using the purewick system for women in the past 3 months. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurse stated that when filling out an online survey, a patient¿s caregiver indicated they strongly disagreed with the following statements: ¿when thinking of the three months prior, the person you care for feels dry when using the purewick system for women in a seated position¿ and ¿when thinking of the three months prior, the purewick system for women adequately captured the urine of the person I care for when they used it in a seated position¿ because the catheter did no remain in place and leaked. The patient¿s caregiver indicated the person they care for experienced skin irritation/inflammation (no broken skin) and a urinary tract infection (uti) after using the purewick system for women in the past 3 months. It was unknown what medical intervention was provided for the urinary tract infection.